Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir was over delivering insulin . Customer's blood glucose level at the time of the incident was 67mg/dl , the customer also experienced weakness , mental confusion and fatigue, the low blood glucose was treated through carb intake. Troubleshooting was performed , the pump may had been exposed to strong magnetic field. No harm requiring medical intervention was reported. The device will not be returned for analysis .